Manufacturer narrative:
(B)(4). Investigation: the reported event of spring wire guide and needle resistance was confirmed by complaint investigation. The customer returned an arterial catheter assembly with two kinks on the spring wire guide near the distal tip. The kinks prevented the spring wire guide from passing through the needle. The spring wire guide and the needle met all dimensional requirements. A device history record review was performed with no relevant findings to suggest a manufacturing issue. Based on the sample received, unintentional use error contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: the swg spring wire guide) can't advance, having resistance feeling prior to use on patient.